Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had disconnected the ventricular assist device (vad) driveline cable from the controller in order to accommodate clothing. The patient reported that they "did feel like something was going on" while the driveline was disconnected. The driveline was reconnected and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) with unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available for analysis. The reported event cannot be confirmed due to insufficient information. Of note, the pump will stop if the driveline is disconnected from the controller. The most likely root cause of the reported driveline disconnection event can be attributed to a physical disconnection of the driveline from the controller, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.